Event description:
A customer reported one zero (0) result on (B)(6) 2014 for a quality control sample for total protein when using the au680 clinical chemistry analyzer. There were no negative or zero (0) results for patient samples on (B)(6) 2014. There was no death or injury, or affect to patient treatment reported for this event.

Manufacturer narrative:
On (B)(6) 2014, the customer contacted the beckman coulter customer technical support (hotline). Hotline personnel reviewed reaction monitor od (optical density) readings and determined no sample had been dispensed into the reaction cuvette. The customer stated that static electricity may be the ultimate cause. As a result of extreme cold weather, the lab heaters were running full blast. The customer was going to obtain some fabric dryer sheets and static mats for the floor in front of the analyzer. Customer stated they would call back if there were any further issues. On (B)(6) 2014, the beckman coulter field service engineer (fse) evaluated the analyzer and determined that sample dispense was the issue. Fse replaced the sample syringe and adjusted the sample probe arm height up 1mm to specification. Fse check alignment of probes and mixers and verified all other positions. Fse replaced flat roller pump tubing to detergent as incidental repair. System performance was verified to meet specification. Failure mode: sample syringe replacement along with sample probe arm height adjustment corrected the issue. Beckman coulter (bec) internal identifier for this report is (B)(4). This MDR is related to three other mdrs reported for the same type of event on different dates: 9612296-2014-00026, 9612296-2014-00027, 9612296-2014-00028.